Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that since the device was implanted the patient ¿always¿ had to catheterize herself. The device was replaced due to normal battery depletion, but the patient still had to catheterize herself. After another intervention (see manufacturer report 300 4209178-2015-12852) the patient recovered without sequela. Follow-up is being conducted to determine potential causes/factors and symptoms.